Event description:
It was reported that the patient with this pacemaker system underwent a revision procedure to relocate the entire pacemaker system due to an infection. During the procedure, the physician observed oversensing noise on both the right ventricular (rv) and right atrial (ra) channels. It was determined that the oversensing noise appeared to be electromagnetic interference (emi) in nature. The revision was completed successfully and the pacemaker system including the ra and rv leads remain in service. No additional adverse patient effects were reported.